Manufacturer narrative:
Neither the impella cp optical nor the 14fr x 13cm introducer were received for investigation. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient presenting for high risk percutaneous coronary intervention using the impella cp optical for hemodynamic support. The pump was inserted using the single access method with an abiomed 14fr x 13cm introducer. During support, the access site developed a bleed from the introducer. As treatment, the device was removed, a 2 unit transfusion of packed red blood cells was administered, and hemostasis was achieved by deploying perclose and manual compression.